Event description:
The physician, a long time orbit and galaxy user, was treating an aneurysm using our prowler lp-es micro-catheter and our galaxy fill and extrasoft coils. The patient was stented and then towards the end of the coiling portion of the procedure had trouble delivering one of the galaxy coils, he tried pushing two times but hit resistance. He thought that something might be wrong with the coil so he pulled that coil out of the micro-catheter and pulled back on the prowler lp-es and met stiff resistance. He could not remove the tip of the mc from the coil mass. He tried tugging on it a few times but it did not disengage. He then noticed something at the very end of the mc...and believed it to be the coil headpiece. I saw a picture of the mc after the case and confirmed it was the coil headpiece. End result mc cut and tied off at the groin b/c of safety concerns for the patient.

Manufacturer narrative:
During a coil embolization of an aneurysm of the vertebral-basilar junction (shaped like a wind sock), a stent (unknown brand) was placed, and then towards the end of the coiling portion of the procedure, there was trouble delivering one of the galaxy coils (unknown catalog and lot number). The coil was pushed two times but there was resistance, and it was thought that something might be wrong with the coil so the decision was made to pull the coil out of the prowler lp-es (mc) microcatheter (606s155jx/ 15294470) that was jailed in the aneurysm. Stiff resistance was met with withdrawal and the tip of the mc could not be removed from the coil mass. Therefore, an attempt to tug on it a few times was made, but it did not disengage. Additionally, it was noticed that something was at the very end of the mc, and it was believed it to be the coil headpiece. A picture of the mc taken after the case confirmed it was the coil headpiece. The end result was that the mc was cut and tied off at the groin due to safety concerns for the patient. The mc piece that was cut was discarded. There were no issues crossing the coil/mc through the stent, however the operator was unsure if the coil was tangled or prematurely detached. The patient was put aspirin and plavix in short term, followed by aspirin for life. No further information was available. A review of the manufacturing documentation associated with prowler lpes microcatheter lot 15294470 presented no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. Based on the reported information, no conclusion can be made regarding the difficulty encountered during insertion of the galaxy into the aneurysm and inability to withdraw the prowler lpes microcatheter from the aneurysm. It appears that based on the report that there was no difficulty during advancement of any device through the microcatheter, it appears that procedural factors, vessel/lesion characteristics, coil entanglement, and device interaction with the galaxy and microcatheter and possibly the stent contributed to the event. However, no conclusion can be made. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with MFR reports 3007628272-2012-50002 and 1058196-2012-00009.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15294470 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This is one of two products used during the same procedure on the same patient, which is associated with MFR reports 3007628272-2012-50002 and 1058196-2012-00009.. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
This is one of two products used during the same procedure on the same patient, which is associated with MFR report 3007628272-2012-50002 and 1058196-2012-00009. The product remains implanted and is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a coil embolization of an aneurysm of the vertebral-basilar junction (shaped like a wind sock), a stent (unknown brand) was placed, and then towards the end of the coiling portion of the procedure, there was trouble delivering one of the galaxy coils (unknown catalog and lot number). The coil was pushed two times but there was resistance, and the physician thought that something might be wrong with the coil so decided to pull that coil out of the prowler lp-es (mc) microcatheter (606s155jx/ 15294470) that was jailed in the aneurysm, but met stiff resistance, and the tip of the mc could not be removed from the coil mass. Therefore, the physician tried tugging on it a few times but it did not disengage. Additionally, it was noticed that something was at the very end of the mc, and it was believed it to be the coil headpiece. A picture of the mc, taken after the case, confirmed it was the coil headpiece. The end result was that the mc was cut and tied off at the groin because of safety concerns for the patient. The mc piece that was cut was discarded. There were no issues crossing the coil/mc through the stent, however, the operator was unsure if the coil was tangled or prematurely detached. The patient was put on aspirin and plavix in the short term, followed by aspirin for life. No further information was available. This is one of two products used during the same procedure on the same patient, which is associated with MFR reports 3007628272-2012-50002 and 1058196-2012-00009. Additional information will be submitted within 30 days upon receipt.